Event description:
A pt who was recovering from cardiac event the previous day went into ventricular fibrillation in the ICU. The customer reported that during resuscitation attempts on the pt, the user got multiple "no shock delivered" messages. The pt jumped when the discharged button was pressed. The users were unaware that the shocka were not delivered. The customer reported that the pt has some neurological deficit.